Event description:
It was reported that the patient received a shock. The clinic did not receive a notification about this occurrence even though a remote monitor interrogation occurred. As a result of a successful interrogation, the alert tone on the device did not sound. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.